Event description:
Device 2 of 4. (Refer to MFR's report numbers, 1627487-2010-0053 for device 1, 1627487-2010-0059 for device 3 and 1627487-2010-00107 for device 4). It was reported, that during a lead revision surgery (due to lead migration) the leads came out of the ipg header. The doctor tightened the screw while using a wrench, but the leads continued to slip out of the device. The leads functioned properly but were discarded after the failed attempt to tighten them into the ipg.

Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.